Manufacturer narrative:
The field service engineer (fse) found a large amount of air in the diluent syringe causing an incorrect amount of diluent solution to be dispensed. There was a loose fitting on one of the valves in the diluent flow path. The fse tightened all the tube fittings that connected to the valves and devices in the diluent flow path. The ise flow path was primed and the fse confirmed there was no air in the syringes. Calibration and qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned results for multiple patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. Examples of discrepant results were provided for 3 patient samples. Sample ID (B)(6): the initial na result was 146 mmol/l. The repeat was 139 mmol/l. The initial k result was 437 mmol/l. The repeat was 4.5 mmol/l. Sample ID (B)(6): the initial na result was 159 mmol/l. The repeat was 140 mmol/l. The initial k result was 5 mmol/l. The repeat was 4.4 mmol/l. The initial cl result was 114 mmol/l. The repeat was 99 mmol/l. Sample ID (B)(6): the initial na result was 175 mmol/l. The repeat was 140 mmol/l. The initial k result was 5.9 mmol/l. The repeat was 4.6 mmol/l. The initial cl result was 116 mmol/l. The repeat was 102 mmol/l. The questionable results were not reported outside of the laboratory. The customer noticed a lot of high results and repeated the samples. The repeat results were believed to be correct. No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
The initial report stated: "sample ID (B)(6) : the initial k result was 437 mmol/l. The repeat was 4.5 mmol/l." Clarification was received and this should say: "sample ID (B)(6) : the initial k result was 4.37 mmol/l. The repeat was 4.5 mmol/l." The k results for sample ID (B)(6) are not discrepant. The investigation determined the service actions resolved the issue.